Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the main coil, the introducer sheath and the delivery wire were returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the main coil was bent and stretched at the coil arm and primary coil section. Moreover, the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30apr2025. The target lesion was located in the abdominal aorta. A 15mm x 40cm interlock-35 was selected for abdominal aorta coated stent endovascular isolation. During the procedure, it was noted that the coil could not be released after reaching the lesion position. The device was withdrawn, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed the arm coil was detached.